Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins will not recharge any longer and it stopped working. The patient programmer will not read the device. The patient reported that when he got the new battery the only control he had was how strong or how weak the stimulation could be and that the patient could no longer control upper/ lower/ side to side/ back and legs. The ins does not work. The patient was redirected to their healthcare provider (hcp) to report and resolve issues. Physician listings were sent. The patient was discussing device removal. No further complications were reported/anticipated. See related pe (B)(4) for information related to lead related to weight change.